Manufacturer narrative:
In response to FDA report number mw5084128. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side "lymphadenopathy (cervical, hair, mediastinal), I developed severe bilateral capsular contracture", baker grade unspecified, "breast pain, then developed severe rippling, hardness," and "disfigured appearance." Device was explanted.